Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual inspection of the set noted a slight bulge on the silicone segment directly below the upper fitment component. No other obvious damages or issues were observed. Functional and pressure testing resulted in no bulging from anywhere on the silicone segment. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse programmed an esmolol infusion at an unspecified rate however within a "few minutes" the device alarmed for patient side occlusion. After troubleshooting the user noted a bulge in the silicone segment. There was no report of patient harm.